Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi mode. Device download was performed successfully. It was discussed that the unavailability of battery data until the patient implant information was entered is normal and should have been performed after the backup operation.